Event description:
It was reported that the patient was revised due to periprosthetic fracture around the stem.

Manufacturer narrative:
No devices or photos were received; therefore, the condition of the components is unknown. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In general, periprosthetic fractures can be due to one or a combination of the following events: incorrect stem/resp relationship leading to improper fit of the stem in the femur. Implanted stem which was incorrect size for patient anatomy. Stem was implanted in rotational malalignment or excessively varus/valgus, potentially causing abnormal loading of the component. Patient factors such as bone quality, activity level, type of activity (i.e. Trauma) and compliance with rehabilitation protocol. This is not an exhaustive list. A definitive root cause cannot be determined with certainty. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.